Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no separation on the surface of the split septum which resulted in leakage. It was also noticed that septum clogged during preparation of injection with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that no separation membrane socket on the surface of the septum and result in the leakage of the septum during the usage of the septum. Also, noticed that septum clogged during the preparation of the injection.

Manufacturer narrative:
Investigation: our quality engineer inspected the samples provided. Bd received four used q-syte units and an opened empty package from catalog number 385100, lot number 8148617. Through the visual/microscopic evaluation of units 1 and 2, the septum lifts up at the rim of the septum top disk. The residual septum material and adhesive deposits were evident on the rim of the top body which is an indication that a bond was provided during the manufacturing process. A slit tear was observed on the septum top disk as well as on unit 4. Unit 3 had no physical/mechanical damage observed to the septum or the q-syte top/bottom body. A flow rate test was performed where water flowed through the q-sytes. No clogs were observed. A water leak test was also performed where the units were tested in both the actuated and unactuated position. Leakage was not observed. The septum column wall¿s on units 1, 2 and 3 displayed no damage. Damage in the form of a tear was observed on the column wall of unit 4. The reported issue of leakage was not confirmed. Although leakage was not confirmed, the presence of the column tear is indicative of leakage. The results did find that the septum was unglued and/or lifts at rim was confirmed with two of the returned units (1 and 2). A definite source that caused damage to the column tear; which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there was no separation on the surface of the split septum which resulted in leakage. It was also noticed that septum clogged during preparation of injection with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that no separation membrane socket on the surface of the septum and result in the leakage of the septum during the usage of the septum also, noticed that septum clogged during the preparation of the injection.